Event description:
It was reported that the plunger had become dislodged while in the reservoir compartment and the area behind the plunger was wet with insulin as well as the reservoir chamber of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.